Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the right side caster is not swiveling and was only staying straight. The caster will only swivel with no weight in the chair.